Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The dreamstation auto CPAP device was returned for evaluation. During the evaluation, the technician noted missing filter, and failed pca component. The device was scrapped.